Event description:
Customer reported a burning smell coming from the system. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. System operates as intended.